Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 358 mg/dl, 201 mg/dl, and 97 mg/dl. Customer took 4 units of insulin based on 97 mg/dl reading. No adverse event reported. Requested return of suspect device, and replacement was sent.